Event description:
It was reported that during preparation of an angioplasty procedure, a cutting balloon was pulled off. The target lesion was located in the arm fistula. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, the balloon protector was pulled off; however, it was noted that the balloon came off with the balloon protector. The procedure was completed with a different device. No patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned unit confirmed a complete balloon detach. The balloon had detached at the proximal and distal balloon bonds. The distal end of the inner lumen was kinked. The balloon was returned within a protector cap. A lot of force was required to remove the balloon from the protector cap. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation of an angioplasty procedure, a cutting balloon was pulled off. The target lesion was located in the arm fistula. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, the balloon protector was pulled off; however, it was noted that the balloon came off with the balloon protector. The procedure was completed with a different device. No patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of an angioplasty procedure, a cutting balloon was pulled off. The target lesion was located in the arm fistula. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, the balloon protector was pulled off; however, it was noted that the balloon came off with the balloon protector. The procedure was completed with a different device. No patient complications reported and the patient's status is fine.